Manufacturer narrative:
Date of report: 29oct2018. Date of manufacturer: 25oct2018. The motor controller printed circuit board assembly was returned to philips for evaluation. A component failure was identified; which created the error codes.

Manufacturer narrative:
(B)(6) 2018. (B)(4) field service engineer (fse) evaluated the device and was able to duplicate the issue. Several failures occurred when the device was powered on. The blower motor controller board was replaced to address the event. The device subsequently passed performance verification testing.

Event description:
It was reported that the ventilator blower details were missing from the information screen. The customer stated the blower is operational. There was no patient involvement. The event date was not specified, estimate used.